Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As such, surgical intervention took place wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete event and device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: the d6b - date of explant was inadvertently excluded in the initial report. The date is included in this report.